Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.4, 6.0 and 5.0. Therapeutic range: 2-3. Pt self tester is being trained on inratio and obtained three different results. All tests were done using a different finger and minutes apart. Trainer states that there may be a little bruising on pt self tester's finger on the third test.

Manufacturer narrative:
Investigation pending.